Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during implant defibrillation threshold (dft) testing, this subcutaneous implantable cardioverter defibrillator (s-ICD) was ineffective at 65 joules but effective at 80 joules. A second dft test was not performed. Following implant, the patient received an inappropriate shock. The device was deactivated and boston scientific technical services (ts) was consulted. Ts noted that the noise was suggestive of air entrapment which will resolve on its own. Ts also noted that the system was placed too far dorsal and recommended relocating more medial. New information received indicates that the patient was seen approximately two weeks post implant and the air entrapment appears to have resolved. Postural based isometrics and pocket manipulations was performed. Noise could be produced while in secondary sensing vector but was clear in the primary. Automatic set up was performed again and the device chose primary. The device was re-activated and programmed to primary.